Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated the readings would be 20 to 30 points off. Customer stated their blood glucose was 105 mg/dl and their sensor glucose was 65 mg/dl. The customer declined to troubleshoot for the inaccurate readings. The customer was advised to monitor the issue. No additional information provided.